Event description:
A hospital in (B)(6) reported via our distributor that 12 rt236 infant dual-heated evaqua breathing circuits "are not passing the tests on the servo" ventilator. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via our distributor that 12 rt236 infant dual-heated evaqua breathing circuits "are not passing the tests on the servo" ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: five complaint breathing circuits were returned. One had lot number 100503. The lot number for the other four complaint devices received was not provided. The returned complaint devices were visually inspected, pressure tested and submerged in a water bath to test for leaks. Results: no physical damage was observed on the returned breathing circuits. A pressure test revealed that there was no fault with the complaint device for lot number 100503. The pressure test for the other four complaint breathing circuits revealed that they were outside of specification for this product. The water bath test identified leaks to be around to be at the evaqua elbow. A lot check revealed no other complaints of this nature for either of the lot numbers provided. Conclusion: breathing circuits are composed of many parts, therefore leaks can occur at any of the connections. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked in place, the leak at the swivel joint can be enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. (B)(4).